Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient experienced an infusion set leakage event on (B)(6) 2023. The leak occurred at the site after the infusion set had been in use for two days. The blood glucose at the time of the issue was 22mmol/l, and the current blood glucose was 11.8mmol/l. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: australia. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 04-mar-2026 this medical device report (MDR) is being submitted as the initial report. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04/mar/2026 against "lot number" "5389487" and similar malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5389487 and the identified failure mode are not associated with any non-conformance report (ncrs) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 03/mar/2026 against "lot number" criteria equal "5389487" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5389487 was manufactured according to work instruction (wi) version 28 and manufactured in the li50, on 08/aug/2022 with a total of (B)(4) units. The sub-assembly: assembly lot 539913 was manufactured according to the work instruction (wi) version 53 and assembled in the inset line 5, on 08-aug2022, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint